Event description:
Fill volume: unknown. Flow rate: unknown. Procedure: left total shoulder on (B)(6) 2022. Cathplace: unknown. It was reported the "client [was] reporting constant hiccups, bladder incontinence and stomach issues. Client took batteries out before calling and [the] reported symptoms were resolved within 15 minutes. Client reported he wants to take it out." The client was advised to clamp off the device and contact anesthesia/surgery immediately. The client reviewed the removal instructions and removed the device successfully with the black tip intact." The pump had been running for approximately 36-hours. The hiccups, bladder incontinence and stomach issues all resolved since the pump was discontinued.